Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 16-jan-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-9675-s small angled reamer gave way when it was positioned in the guide and they began to turn it. The surgeon was unable to perform the drilling. Then, when the surgeon checked it off the operating table, the internal pin came out. This was discovered during a procedure with no patient harm. The case was completed with another reamer in which the internal pin did not come loose.